Event description:
During routine testing of the device, the service technician reported, the main ac power switch was not functioning as expected. No other details regarding the nature of the event were provided. The monitor was originally returned for failure to self test. Since the event occurred during routine testing of the device, there was no pt involvement during that event.

Manufacturer narrative:
Eval in progress, but not yet concluded.